Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Retractor badly damaged due to saw hitting it. Per the mps, all the retractors were damaged and rigid. Case type: tka.

Manufacturer narrative:
"Reported event: per the mps, all the retractors were damaged. Device evaluation and results: product not returned. Refer to nc (B)(4). Product history review: a review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01/23/18. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210191, lot number 37831 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Retractor badly damaged due to saw hitting it. Per the mps, all the retractors were damaged and rigid. Case type: tka.